Manufacturer narrative:
The unit was received with no button response due to a corroded keypad. There was no button error alarm. There was no frozen screen found. The unit had a minor scratched display window, cracked battery tube threads, a broken reservoir tube lip, and a missing end cap sticker.

Event description:
The customer called in to report a button error alarm and an unresponsive keypad. The customer reported that the device was exposed to moisture. The customer's blood glucose level was around 170 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.